Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, which resolved the issue, and the customer successfully started their sensor session.